Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open oozing blisters under the electrodes. The patient reported having sensitive skin and having known allergies. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient remove the equipment and send it back. The patient used peroxide and ointment on the areas. The irritation improved. Supplemental report 9/7/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open oozing blisters under the electrodes. The patient reported having sensitive skin and having known allergies. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient remove the equipment and send it back. The patient used peroxide and ointment on the areas. The irritation improved.